Event description:
In (B)(6) 2002 the patient had a greenfield vena cava filter implanted in their inferior vena cava. In (B)(6) 2019 a CT scan of the abdomen revealed the cephalad tip of the filter is at the level of the lower right renal vein. There was slight tilt of the long axis of ivc anteriorly although it does not definitely abut the anterior ivc wall. Ivc strut perforation was observed along the anterior aspect of ivc extending approximately 2 mm into the adjacent adipose tissues. There is filter strut perforation along the right lateral aspect extending approximately 2 to 3 mm into the adjacent adipose tissues. Finally, there is filter strut perforation along the posterior right lateral aspect extending approximately 2 mm into the adjacent adipose tissues. There is no evidence of ivc stenosis. No further complications were reported.